Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was no longer wearing the sensor and has been off it for a month. Caller stated that the customer's numbers were inconsistent. Customer's readings were 30, 40, and 50 points off. Customer wore the sensor on his abdomen. Caller stated that the customer also gets air bubbles in the reservoir while wearing the pump. Caller stated that the customer has had higher blood glucose than anticipated. Caller was advised that she would be called back to review carelink. Caller declined a transfer to the helpline.